Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging an issue with a "halo" on the onetouch ultralink meter display. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. The patient claims she developed a symptom of shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury possibly after the alleged meter issue began.